Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. Technical services (ts) recommended performing system manipulation and delivering synchronous shocks to test lead integrity. This lead remains in service. No adverse patient effects were reported. New information received indicates that the patient was brought into the clinic for shock lead impedance testing. A 41 joule shock resulted in the associated device recording code 1005 for impedances greater than 145 ohms during shock delivery. Ts recommended lead replacement.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. Technical services (ts) recommended performing system manipulation and delivering synchronous shocks to test lead integrity. This lead remains in service. No adverse patient effects were reported.